Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead impedance >2000 ohms. When the polarity was changed, the lead impedance lowered but thresholds increased and undersensing was noted.